Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on display screen that affects ability to read the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had diminished battery life and random unexplained no delivery alert. The customer also stated that there was crack on the insulin pump casing at bottom of insulin pump near reservoir and also stated that insulin pump was louder during rewind and buttons were less responsive. The customer also stated that battery cap was stripped. The insulin pump will not be returned for analysis.